Manufacturer narrative:
Manufacturer's investigation conclusion: the suspected thrombus could not be confirmed based on the provided information. A direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported hemolysis could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The submitted log files showed normal operation of the system. No notable events or alarms were captured, and the device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev d, and the heartmate 3 lvas patient handbook, rev a, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including device thrombosis and hemolysis. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted initially for covid with acute respiratory failure. On (B)(6) 2025 the patient's lactate dehydrogenase (ldh) was over 1161 and on (B)(6) 2025 it was greater than 2500, with reported dark urine. Log file review was requested for concern for hemolysis/pump thrombus, and there were no unusual events recorded in the log file event history.